Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The complaint for heat was not confirmed as the product was not received for evaluation. Device not returned.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.